Event description:
During coil placement within the cerebral aneurysm, three coils were placed using the dcs syringe without difficulty. Difficulty was experienced during attempts to place the fourth coil and the coil did not detach. Reportedly, there was a "pop" noise and it was suspected that the wings of the syringe were not locked. As the physician was removing the coil from the aneurysm, the coil got caught on the struts of a neuroform stent and stretched. The stretched coil and microcatheter (mc) were removed as a unit without difficulty. A new syringe was used to place orbit coil for the entire case and the procedure was completed successfully. There was no report of patient injury or complications.